Event description:
Affiliate reports that shunt became dislodged from pt with no drainage. On investigation, it was found that the siphon guard had snapped off the valve.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.